Event description:
A pt in the accident and emergency department of the hosp was tested for pregnancy with clearview hcg. The result was positive. Staff doubted the result and repeated the test x2 with the same urine sample and 2 new devices from the same product lot. The results were both negative. The hosp determined that the concentration of hcg in the sample was <3 miu/ml.